Event description:
Lap sigmoid procedure:cs33 failed to uniformly form "b" shaped staples causing a posterior leak in a stapled anastomosis. Lap procedure needed to be opened to repair incomplete anastomosis.